Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main trunk (lmt) to left circumflex (lcx) artery. Pre-dilatation was performed and a 3.00 x 24 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and further dilatation was performed. The device was re-advanced but still failed to cross the lesion. A microcatheter was then used with this device, however, it would still not cross the lesion. The device was removed and it was noted that a part of the stent strut was deformed. The procedure was completed with a 3.0x23mm non-bsc stent. No patient complications were reported and the patient's status was stable.